Manufacturer narrative:
Concomitant medical devices: product ID: 37743, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
The consumer reported the stimulation off and increase keys were not responding consistently when the patient pushed them. Patient services tried to get the patient to take the steps to unstick the patient programmer buttons, but the patient said he walked with a cane and the tendons in his hands made it hard for him to take things apart. There were no falls or traumas that could have been related to this issue. Around the time the patient programmer buttons started giving the patient issues, the stimulation started becoming uneven again around (B)(6) 2015. The buttons did not respond to command on the implantable neurostimulator (ins) from the programmer controls. The patient saw the stimulator go off and up or down but he said the ins did not respond. Relevant medical history included failed back surgery syndrome and spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information from the consumer reported replacement of the programmer also resulted in better signal.

Event description:
Additional information received from the patient reported that replacement of the programmer resolved the uneven stimulation.